Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the leads malfunctioned with chronic high pacing thresholds. When the pocket was opened and leads observed, the physician stated "both leads are yellowed and feel brittle." The leads were capped and replaced. No patient complications have been reported as a result of this event.